Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cutter device, 11/3/2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device unable to lock the cutter device was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device running in the locked position and having an unintended activation/motion was confirmed. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device ran in locked position and experienced an unintended activation/motion. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device had a locking issue. It was further reported that the device could not lock the cutter device after startup. It was reported that the cutter became detached from the device. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.